Event description:
Consumer complaint of low control test results. Test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is not verified. Control test performed during call on (B)(6) 2014 produced result of 22 mg/dl and 21 mg/dl. Control test not within acceptable range of 31 to 61 mg/dl. Control level one lot# 2ac1b34 MFR's expiration date is 05/31/2015 and open date is not verified. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: testing outside of recommended environmental conditions. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).